Event description:
A healthcare provider reported that on (B)(6) 2013 she accidentally pricked her left index finger with the lancet while attempting to remove the cap of the adc lancing device, after it had been used on the patient and subsequently experienced an injury. Customer further reported she washed the area with soap and warm water, applied a topical antibacterial substance (al care plus- manufactured by: (B)(4)) to the area and then applied a band-aid. Customer self-presented to her healthcare provider and was advised to have both (B)(6) labs drawn at 1 week, 6 weeks and 3 months following the incident. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. The serial number of the device is unknown; hence, the date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event.